Event description:
Event description cpi received information that during a routine interrogation of an implantable pulse generator (ipg), the device did not provide backup vvi pacing at 30 ppm during an intrinsic p-wave amplitude measurement test. The test was repeated with the same outcome.